Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The device remains in use supporting the patient. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke and neurologic dysfunction as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient reported developing a left sided headache with some reduction in the right visual field. The patient continued to do regular activities without limitation, but the headache persisted so the patient presented to the emergency department. Examination found a right visual field cut that was worse in the superior quadrant. There were no other neurologic symptoms, including no aphasia or difficulty understanding others. A head CT scan revealed a new medium sized infarction without hemorrhage in the left occipital lobe/posterior cerebral artery territory. There was no acute intracranial hemorrhage, extracerebral fluid collection, or midline shift. The patient remained stable and was discharged. Neurology recommended visual field testing in the future and the patient was recommended not to drive due to vision loss. Anticoagulants at the time of the event included aspirin and warfarin. No additional information was provided.